Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with no reload present. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a gastric resection, the first firing went fine. When they tried to do the second firing, it could be fired but the staples didn't form and no cut was done. The instrument felt different according to user; they tried with new reload without success. Took new instrument and all worked fine. Procedure was completed with same like product. No patient consequences were reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was requested, but the response was that "there is no further information available."